Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had a crack causing leakage. The following information was provided by the initial reporter: "when aspirating the medication to make the application, she lost about 0.5 to 0.10 ml of somatropin (growth hormone), because the syringe had a crack causing a leakage, and she didn't notice it immediately.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 20sep2022. H6. Investigation summary: a complaint history check was performed and this is the 1st related complaint for leakage on lot # 9308326. Investigation summary: customer returned (1) 0.5ml bd insulin syringe from lot# 9308326. The customer reported that the syringe had a crack causing a leakage. The returned sample was examined, and it was observed that the syringe featured a crack in the barrel spanning between the 0- and 20- unit scale markings (see attached photos). The cracked barrel would prevent the user from drawing and expelling medication properly. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch# 9308326. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200863296] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Date complaint received in holdrege: 5th oct 2022. Catalog and batch #: 328325 and 9308326. Catalog description: syringe 0.5ml 30ga 8mm 10bag 500 l amr. Issue: cracked barrel. Analysis of sample: returned syringe was examined by the complaint handling department and it was observed that the barrel was broken between the 0- and 10-unit scale markings. Process: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Investigation: there was one (1) notification [200863296] noted that did not pertain to the complaint. Reviewed l2l (leading to lean) maintenance dispatch history and did not find any dispatches pertaining to defect. A definitive root cause cannot be determined. Quality: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe the syringe had a crack causing leakage. The following information was provided by the initial reporter: "when aspirating the medication to make the application, she lost about 0.5 to 0.10 ml of somatropin (growth hormone), because the syringe had a crack causing a leakage, and she didn't notice it immediately.

Manufacturer narrative:
H.6. Investigation summary: a complaint lot history check was performed on lot # 9308326 for barrel damaged/cracked and leakage. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. A review of the device history record was completed for batch# 9308326. All inspections and challenges were performed per the applicable operations qc specification. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe the syringe had a crack causing leakage. The following information was provided by the initial reporter: "when aspirating the medication to make the application, she lost about 0.5 to 0.10 ml of somatropin (growth hormone), because the syringe had a crack causing a leakage, and she didn't notice it immediately.